Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation pcb assemblies and video connectors in the workstation and mainframe were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed and the system failed to allow fluoroscopic exposures. No patient death or serious injury was reported related to this event.